Event description:
It was reported that the patient received an inappropriate shock as a result of right atrial (ra) lead damage. Diagnostic imaging confirmed that the lead damage was a result of a subclavian crush. The physician elected to explant the ra and implant a new lead to resolve the event. No additional patient consequences were reported.